Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was performed for the high bgs/under delivery but later it was declined. The customer reported a blood glucose value of 333 mg/dl. The customer reported the following led up to the event: the customer was off the pump due to no battery in the pump. The event involved product(s) mmt-923a, mmt-1880l, mmt-332a. The customer received a post-reset ram crc alarm (pump error 23). The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. The customer reported receiving a power loss alarm. The customer stated the battery is not lasting and had replace battery. The customer was able to clear the alarm and complete the rewind process if requested. The pump was recently stored or without a battery for more than 10 minutes. No further patient complications were reported. No product return is required for mmt-923a. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880l was requested and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unable to test for active or runing current measurement due to constant critical pump error (open book image). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error 53 alarm was recorded on 10/27/2024 at 19:40:02.000-hour. File=55629 line=1084. Per software engineering log, pump error 53 was cause due to hard fault exception on main mcu - suspecting the hw (bum) in addition, pump error 23, 49 and 68 were also recorded on 10/27/2024. Low battery alerts were also recorded on 10/29/2024 at 09:27:00.000-hour, 10/28/2024 at 14:46:00.000-hour and on 10/16/2024 at 10:16:00.000. Battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Unit also received with scratched case and cracked case (battery tube). In conclusion unit came in with critical pump error alarm trigged by pump error 53. Pump error 53 due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.